Manufacturer narrative:
Covidien reference: (B)(4). The covidien field service engineer (fse) evaluated the ventilator and was unable to duplicate the customer reported malfunction. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during maintenance, a ventilator's safety valve opened. There was no patient involvement.